Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes. Results of 21 mg/dl, 21 mg/dl and 121 mg/dl were plotted on a parkes error grid. The result fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This case has been reviewed and determined that an MDR is required. Further information regarding the rationale for reporting can be found in the MDR file.